Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist instructed the customer to run hot water through the system. They checked the pump rate, replaced x tubing, bleached the system, and replaced sensor. Also, the integrated multisensor technology (imt) system diluent tubing was flushed with water and new imt diluent was placed on the instrument. Quality controls (qc) were run and were within range. A siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that the issue was related to sample integrity or handling. The cause of elevated potassium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension exl with lm instrument. The falsely elevated result was reported to physician(s). The sample was then repeated on the same instrument and resulted lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.